Event description:
Thee patient stated the v-gos were are sticking to her abdomen, she changed to her arms, patient estimated that about four or five v-gos fell off her abdomen, on average after being on for about eight hours. The patient had a rash that developed into blisters and red welts. The patient has been on the v-go since (B)(6) of 2013 and this is the first time she has had this problem. Patient thinks they fell off because of the blisters and welts on her abdomen.